Manufacturer narrative:
Supplier: (B)(4). As a result of an adverse trend for devices exhibiting failure at the thumb-loop assembly joint, the malfunction has been investigated by the supplier, micro-stamping, and a corrective action (scar) was performed. Micro-stamping evaluated multiple batch # starting with m. Micro-stamping re-designed the push rod fixture, increasing the clearance, to ensure that the fixture is appropriately stressing the entire soldering joint. Upon implementing the new fixture, it was verified that the new fixture does not hang up on the soldering as the old one did when testing a returned non-conforming sample. In addition to this scar, a CAPA was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
Investigation results: one 8360-10, 5mmx36cm atraumatic dual action grasper device used for treatment, was returned for evaluation. This is an eight year old reusable instrument. Engineering recommendation was previously relayed to aesculap to implement a service plan effective after a limited number of uses (est 40 50) of autoclave cycles). The lot reported was manufactured prior to the actions. Gentle tug did not indicate any loose components. Visual inspection indicated all the jaw components were intact. They were laden with bio matter. It was also found on the proximal scissor handle area. The condition indicates lack of proper cleaning and proper maintenance. The proximal area also showed build up and discoloration at the weld area. Per instructions for use ( IFU ) aesculap prestige endoscopic graspers are designed to grasp soft tissue struct ures during endoscopic procedures. Aesculap endoscopic graspers are designed to be used through a cannula, or port, commonly called a trocar sleeve. Any use of an instrument for a task other than its intended purpose will usually result in a damaged or broken instrument. Lateral pressure on the instrument when inserting or removing it may damage the shaft or the working tip. Instruments must be handled carefully during surgery and cleaning to avoid misusing the instrument. Misuse will usually result in damage or breakage. Complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. IFU contains precautionary statements and recommendations for proper cleaning and use of product. Product met specifications upon release to distribution. No further investigation warranted at this time.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with a prestige grasper. During inspection and routine maintenance, the device fell apart at the weld during the "tug test". The malfunction was also noted to include a crack in the weld area at the housing. There was no patient involvement. Additional information was not provided.